Manufacturer narrative:
A ge representative evaluated the system and reseated a video connector. System operates as intended.

Event description:
Customer reported the system blows fuses and will not produce x-rays. No pt injury was reported.